Event description:
It was reported that, during use in arthroscopy, the t2 of the fast fix 360 couldn't be deployed. T1 was left secured in the patient. Surgery was resumed, after a non-significant delay, with a smith and nephew backup device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original box with the batch of the complaint on the label. The t1/t2 were not returned. A small piece of the suture was returned. The actuator is in the pre-t2 position. The needle is bent and there is bio debris on it. A functional evaluation showed that the actuator performed as expected. An evaluation of the customer provided image shows the original box with the batch of the complaint on the label. A fast fix is laying on the shipping cardboard but the needle is not visible. A piece of suture is laying beside the fast fix. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle. No containment or corrective actions are recommended at this time.